Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations. A stem, head, and liner were revised. As reported by rep: "the liner separated from the shell, the head from the liner, and the head from the stem. The date of the previous surgery is the only information I do not have but can be obtained from the hospital."

Manufacturer narrative:
Reported event: an event involving an unknown ceramic head regarding dislocation was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : not available.